Event description:
It was reported that during an upgrade procedure the device was unable to detect the superior vena cava (svc) coil. Upon being connected to the device, the svc coil impedance test was incorrect and stated the svc value was 'none'. The surgeon reconnected the leads to the device and checked that the svc coil was correctly inserted. According to the surgeon, the connections were good. Impedance measurements were restarted with the same 'none' value for the svc coil. It was also reported that the patient is waiting for a heart transplant and that could be the cause of the sensing issue with the device. The svc coil and its corresponding alert were inactivated and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 694865, implantable tachy lead, implanted: (B)(6) 2006. (B)(4).